Manufacturer narrative:
Capas (B)(4) were opened to identify and address the potential causes of safety shield disengagement. Additionally, field action notification mss-16-837-fa was initiated and a product advisory letter was sent on 12/29/2016. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use of the bd eclipse¿ needle the pink safety shield falls off. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No abnormality and qn were reported on the affected batch 6106446 during production. Investigation conclusion: although the defect was not confirmed for this instance, bd has investigated following the CAPA process a similar reported issue and actions have been initiated.

Manufacturer narrative:
Seven representative samples of batch 6106446 were returned in sealed package for investigation, no damage was observed on the safety shield. The samples were subjected to safety shield fall off/break off test, none of the safety shields disengaged. The safety shields were found to be intact and passed safety shield test. Hence, root cause cannot be determined.